Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity/ reduced vision. The iol was exchanged for unspecified monofocal noncompany lens 1 month 27 days following the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).